Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm, its anchor broke during insertion. This was detected during a posterior inferior dead center fracture repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1922bc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 visual evaluation identified that the anchor was fractured. Functional testing could not be performed due to the extent of the device's damage. The observed damage is most consistent with use-related factors, including misaligned insertion and prying or excessive forceful leveraging of the device during use. Based on the physical evidence observed, the complaint allegation is confirmed. Refer to the investigation photographs.